Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic sigmoid colectomy. The active blade broke off, but did not fall into the pt. Another device was used to complete the case. There was no consequence to the pt.